Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank.. This device is not distributed in us so that 510k is blank. Evaluation summary it was caused due to a condensation of moisture in the ccd unit by changing the temperature outside of the endoscope. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. The user found that the ocular lens was foggy and couldn't observe clearly. Then the user changed another one to go on operation.